Event description:
A patient reported their knee feeling loose. Upon imaging, it was identified that the post of the patient's eleos tibial hinge component had broken off. The patient underwent a revision procedure to remove and replace the patient's eleos tibial hinge component on (B)(6) 2022. During the revision procedure, the surgeon also revised the patient's distal femur axial pin and poly spacer; however, there were no alleged issues reported with these two devices. This event will be reportable to the FDA as a serious injury as the patient underwent a revision procedure.

Manufacturer narrative:
It was reported that a patient's knee felt 'loose', due to the implanted tibial hinge component fracturing at the post. Subsequently, the patient underwent revision surgery on (B)(6) 2022. During the patient's revision surgery, the following implants were revised: poly spacer, resurfacing femur axial pin, and tibial hinge component. No issues were reported for the poly spacer nor resurfacing femur axial pin. Therefore, these devices are concomitant. Additional details regarding the patient's compliancy, external trauma, and post-operative activity levels are not known. Device history records were reviewed and no issues were identified. The root cause for the tibial hinge post fracture could not be identified for this complaint as additional information regarding the event is not known.